Event description:
Customer reported that the 6-inch roller pump was intermittently not operating. During the on-site inspection, when the pump was rotated to the right and left, a "no pump location" warning was observed on the operation screen. Although the pump continued to rotate, it could not be controlled via the system. After a short period, the pump leds turned off and the connection with the system was completely lost. There was no patient involvement.

Manufacturer narrative:
Investigation ongoing. Manufacturers conclusion to follow.

Manufacturer narrative:
Investigation ongoing. Manufacturers conclusion to follow. 04-may-26 device still not returned. Once device returned, manufacturers conclusion will follow.

Event description:
Customer reported that the 6-inch roller pump was intermittently not operating. During the on-site inspection, when the pump was rotated to the right and left, a "no pump location" warning was observed on the operation screen. Although the pump continued to rotate, it could not be controlled via the system. After a short period, the pump leds turned off and the connection with the system was completely lost. There was no patient involvement.